Event description:
It was reported by the customer on (B)(6) 2026 "debris on spike, black specs" in an eviva device's sterile packaging prior to a procedure on (B)(6) 2026. There is no reported patient harm, and the issue was reported to be prior to any patient exam or procedure.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.